Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that they went to bolus and the blood glucose readings kept going up. Customer's blood glucose reading at the time of the call was 75 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted during testing. No unexpected numbers ramping scrolling on their own noted. The device had cracked battery tube threads, reservoir tube lip, minor scratched display window, and missing end cap sticker.